Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse phone called the customer on 30-jan-2017 and 1-feb-2017 and instructed the customer how to adjust flow to accommodate rt (retention time), adjusted to 1.06. Rt is now within normal specifications. The most probable cause of the reported event was a flow rate adjustment.

Event description:
On (B)(6) 2017, the customer reported peak pattern issues with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. Fse phone called the customer on 30-jan-2017 and 1-feb-2017 and instructed the customer how to adjust flow to accomodate rt (retention time), adjusted to 1.06. Rt is now within normal specifications. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.